Manufacturer narrative:
The field service engineer (fse) discovered the reagent slide cover was difficult to open and cleaned the cover. The fse replaced the pipettor and verified alignments; system check passed within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported pipettor motion system errors during patient sample analysis involving the access 2 immunoassay system while the patient was undergoing parathyroidectomy procedure. Testing of the patient¿s sample was delayed and intraoperative parathyroid hormone (pth) results were not obtained. The customer stated the surgeon completed parathyroidectomy successfully without the intraoperative pth results (used in patient analysis). There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter customer technical specialist (cts) performed system troubleshooting with the customer but the pipettor motion errors continued to display. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.